Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen of the insulin pump was pressed tightly and the screen seemed to be iridescent and condition of the lcd screen was not normal. The customer¿s blood glucose was 250 mg/dl to 300 mg/dl, did bolus whose amount doubled as much as the usual was delivered, but blood glucose value decreased only by about 100. The customer was assisted with troubleshooting. Customer states the self-test was completed. The insulin pump will not be returned for analysis.